Event description:
A complaint of low readings was received on a customer's freestyle meter. The customer was ill with hypoglycemia. Customer was put on a glucose drip by the emergency medical service (samu). The customer's meter was tested four times and the results compared with those of the meter used by samu, type of meter unknown. The doctor has said the readings obtained from the customer's freestyle are wrong. There are no readings available.